Event description:
It was reported that during the implant procedure, the lead helix was sticking and springing during exercise testing on the table. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 0148 boston scientific lead, implanted: (B)(6) 2001. (B)(4).